Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed a deformed pump tube on the pump head. Analysis of the catheter found the catheter body was broken.

Event description:
It was reported the patient presented on (B)(6) 2015. During examination it was noted that the catheter was protruding from the abdominal incision and the pump was flipping within the pocket. Elective replacement (eri) was 13 months. The patient was scheduled for a revision secondary to the pump flipping within the pocket. During the revision surgery, it was noted that the catheter was occluded at the tip secondary to precipitated medication and the catheter was fractured at the pump pocket. The pump was dislodged from the sutures. The pump and catheter were replaced and returned to the manufacturer. The severity was mild. It was not related to the pump or intrathecal medication; it was related to the catheter. The outcome was resolved without sequelae (B)(6) 2015. The pump was delivering bupivicaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.